Event description:
It was reported that a patient's right atrial lead exhibited a failure to capture. No intervention was reported the patient experienced no symptoms or consequences. No further information is available.